Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient had an in-office visit where he expressed interest in receiving the device on (B)(6) 2022. The physician diagnosed the patient with body dysmorphic disorder. The patient received the implant on (B)(6) 2022 and met with the physician for a follow-up on (B)(6) 2022. The physician noted in this follow up the patient had no erythema, intact incision, and that the prosthesis was in good position with good glans sensation. The jp drain was removed, and it was noted by the physician that the patient had mild to moderate scrotal tenderness. During this follow up, the patient stated he was flying to qatar from the united states (approximately 12 hour flight). The physician also noted that the patient had mild penoscrotal ecchymosis and edema. On (B)(6) 2022, the patient returned from qatar and requested removal of device. He stated it "does not feel normal" and is "not comfortable with the prosthesis." The patient had the implant removed that day, and it was noted that the patient tolerated the procedure well and there were no complications. The patient had a one-week follow-up with the physician, where the patient was advised to continue wearing their wrap, using a firmtech ring, continue to perform stretching exercises and to follow-up in 3 weeks. The patient was noted to still have mild ecchymosis and edema, no erythema, and an intact incision. The patient followed up in office again on (B)(6) 2022, where it was noted the ecchymosis and edema was solved. During his 3-week follow-up on (B)(6) 2022, the physician noted he had good elasticity, good glans sensation, and was "doing well post op." A 12-hour flight likely contributed to the swelling observed by the physician, as cabin pressure, gravity, and potential dehydration often cause swelling in flight passengers. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "a collection of blood under the skin (hematoma) and/or bleeding and/or transient black and blue bruising (ecchymosis)," and "temporary reactions, swelling and/or erythema" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, "update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis." One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device and attributed to the user (swelling likely due to 12 hour flight).